Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that they are trying to have an MRI done but they are telling them they can only do it on a 1.5t. Patient recalls seeing a full body when activating but lost connection with the communicator. Patient was unable to reconnect during the time of the call. Patient continued to see no device found. Patient reported that the doctor used the same pocket site when they had a replacement and the pocket seems to be too large for the implant. Patient stated the implant currently moves around in the pocket site and has done this since the day they got the implant. Patient stated the doctor tried to stitch it up a little bit but it didn't work. Patient reported usually they have trouble getting the recharger to connect but not as much with the communicator. Patient stated the last time they charged their ins was on thursday. Patient services recommended patient try repositioning the communicator, palpating for the ins, and leaning forward while sitting. Patient decided to continue trying this on their own. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the implant in the pocket site issue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They did not answer the questions that were asked, but stated they have an interstim which is working well. They did make a couple of calls to find out if they could have a MRI with it. They also called regarding a bone scan and mammogram. Their questions were answered and all is well.